Event description:
Iit was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR, product was received on 5/8/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). MFR no 3004753838-2025-126908 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/8/2025 and it was determined this complaint is not reportable per (B)(4).